Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the suspected single leaflet device attachment/slda. It was reported that the initial mitraclip procedure was performed on (B)(6) 2022 to treat functional mitral regurgitation (mr). One clip was implanted, reducing mr from 3-4 to 1. On (B)(6) 2022, at the thirty-day follow-up visit; echocardiogram was performed, mr increased to 3-4. Although not yet confirmed, it is suspected the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). There is no scheduled date for the additional treatment. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, a cause for the reported single leaflet device attachment/slda couldn¿t be determined. Additionally, the reported mitral regurgitation (mr) appears to be cascading effects of the slda. The reported effect of mr is listed in the instructions for use, which is a known possible complication associated with mitraclip procedures. The reported serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of product issue with respect to manufacture, design, or labeling.